Manufacturer narrative:
(B)(4).

Event description:
The customer reported questionable ise indirect na, k, ci for gen.2 results outside of the laboratory. After qc failed, the customer recalibrated but the calibration failed. The field service representative found the sipper nozzle was loose and gauze fibers were stuck to it. He secured and cleaned the nozzle and performed mechanism checks. The customer performed qc. The customer repeated the patient samples and the repeat results were believed to be correct. They stated they issued over 70 corrected reports. Of the data provided for 61 patient samples, only the results for 39 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. One patient had to be redrawn which delayed their discharge from the hospital. There was no allegation of any adverse event or treatment given as a direct result of the erroneous results. The electrode lot numbers and expiration dates were requested but were not provided. The investigation found the issues found by the field service representative were the most likely root cause.